Manufacturer narrative:
(B)(4). Method: the complaint breathing circuits were received for evaluation, and were visually inspected for damage. Further information was also sought and we were informed that the tubes were leaking at the junction between the tubing and the connector. Results: one of the circuits was received with the patient end cuff ripped from the tubing and we could thus not confirm the nature of the damage. With the other complaint circuit, visual inspection revealed a 23mm tear in the tubing film where it joins the patient end over-moulded cuff. Conclusion: we were unable to determine what had caused the observed damage. The customer had reported that the circuits failed after one week and one month of use respectively, so it is reasonable to conclude that they were not leaking prior to this time and thus became damaged after a period of use. Our user instructions that accompany the 900mr810 reusable breathing circuit contain the following warnings: - clean circuit prior to use and after each patient use, using approved disinfection methods only. Use of unapproved cleaning methods may damage the circuit and reduce it useable life. - inspect circuit before re-use, do not use if the circuit shows sign of deterioration, such as cracks, tears or damage. - disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage.

Event description:
A healthcare facility in missouri reported that two 900mr810 reusable adult breathing circuits were leaking. No patient consequence was reported.